Event description:
Same case as: 2134265-2014-00841. It was reported that the a vessel dissection/ aneurysm occurred. A 1.75mm peripheral rotalink plus and a peripheral rota-wire and wire-clip torquer was selected to treat the unspecified target vessel. During the procedure, it was noted that the burr looked like it jumped laterally and caused the dissection/aneurysm. It was also noted from the image that it looked like the wire could have been sub-intimal and the burr caught it. No patient complications reported and the patient's status was fine after a long inflation with a unspecified balloon.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).